Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report a no delivery alarm. The customer then accidentally primed a large amount of insulin while she was connected to the infusion set. The customer immediately began eating to prevent from having a low blood glucose episode. The paramedics were called to the customer's home as a precaution. The call ended after the paramedics arrived. Nothing further was reported.